Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n372773, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. This event is not a serious injury. The system remains implanted. The original aware date is (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer on (B)(6) 2016 that therapy from one of the patient¿s implanted batteries was turning on and off by itself. This had been occurring since implant of the upper stimulator on (B)(6) 2014. The patient had talked with a manufacturer representative who asked the patient to shut off the device because they were having issues. The patient tried turning stimulation down as low as possible and it went on and off. The patient had turned the device off and had not recharged in almost a month now. Last night ((B)(6) 2016) at 3:00 am the device turned on and the patient¿s hand and upper body curved in. After 5 minutes the patient¿s body was able to relax because the device shut itself off. It was confirmed that these issues were from the same device that had produced overstimulation the day of surgery. There had been issues and problems with the implant since it was implanted. It was reported that the other stimulator worked perfectly fine. There were no known environmental factors, falls, traumas, or programming changes such as cycling. The stimulation was turning itself off when it should be on. The patient checked with the patient programmer and the patient programmer showed that the device was on so they shut it off with the patient programmer but it would not turn off. During troubleshooting it was discovered that the patient was describing the stimulation on button when they were trying to turn stimulation off. The buttons were reviewed. Afterward, the patient confirmed that right then the stimulation was off and it was verified with the patient programmer. The patient was redirected to their health care professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3550-29, lot# n372773, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that she was having her complete system removed on (B)(6) 2015. The reason was because the person in the operating room turned the stimulation up too high and she got overstimulation. The device was also turning on and off by itself and she can't sit back because of the implantable neurostimulator (ins) in her back. If additional information becomes available, a follow-up report will be submitted.